Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the heater bag tubing assembly was detached from the cassette port. Functional testing was performed including leak testing and clear passage testing. A leak was observed at the port location with the detached heater bag assembly and no issues were noted during clear passage testing. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the lines of an amia automated pd cycler set disconnected from the cassette which resulted in a leak. This was noticed at the end of peritoneal dialysis therapy while the cycler was draining the bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.